Manufacturer narrative:
The pump passed functional testing, including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power alarms or low battery alarms noted. The pump had a cracked reservoir tube lip. All the buttons functioned properly and no moisture damage on the keypad traces was noted. The keypad connector was fully locked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed about a button in the back of the device. Customer's blood glucose was unknown. Customer mentioned batteries would not last more than a week. Battery cap had been replaced but issue remained. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.